Event description:
A customer reported that a loss of monitoring occurred on the pt net system. Pts were transferred to a backup pt net within several minutes. No death or injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.